Event description:
Patient stated that 4 of her v-go devices fall off on (B)(6) 2020 and on (B)(6) 2020 her v-go devices fell off while she was driving. Patient stated that last week the v-go device fell off twice. Patient applies the v-go device on her abdomen. Patient stated that she cleans the site before applying the v-go device. Patient stated that she discard her v-go devices.